Event description:
The customer reported via phone call that she experienced issues with the sensor. The customer received the bad sensor alert. While troubleshooting, the customer stated that she had high blood glucose of 511 mg/dl. The customer treated the high blood glucose with a manual injection. The customer also had issues with the sensor glucose readings being largely different from her actual blood glucose reading. The customer was advised that the sensor would be replaced. The customer agreed to return the sensor for analysis. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.